Manufacturer narrative:
(B)(4). The investigation of the incident generator found the steering relay pcb to be damaged. It cannot be determined when the damaged occurred. The steering relay pcb was replaced.

Event description:
The customer reported that the bipolar was activating without the footpedal being pressed. The unit was not in autobipolar mode. No patient injury.